Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip entanglement requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted successfully. A second clip delivery system (cds) was positioned in the mitral valve. However, the cds got caught in the anterior lateral commissure and was unable to be freed. The clip was deployed in the left ventricle (lv) but did not appear to be attached to anything and intervention was performed to remove the clip from the patient. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the clip getting caught in anatomy appears to be related to user technique/procedural condition and due to the clip not being axially aligned when entering the ventricle. The reported embolism appears to be related to the procedural circumstances. Embolism is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and foreign body removal were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.